Event description:
During an atrial fibrillation procedure, increased air aspiration occurred due to an issue in the sheath valve. The sheath was promptly replaced, and the procedure was completed without any adverse consequences for the patient.